Event description:
Extravasation of IV fluid from indwelling port-a-cath. Fluid appeared to have backed up the port chamber through the stab needle line and exuded on the surface of the skin adjacent, but not contiguous with the current needle. (Port accessed x2)